Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code: no known consequence reported. Device code: no known device problem reported. The event is currently under investigation.

Event description:
The patient received a gunther tulip filter on (B)(6) 2006 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation: the device was not returned to assist with the evaluation. Patients medical records are unknown and no imaging is provided. Therefore, it is impossible to comment on the alleged injuries. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Megacava is a known contraindication listed in the IFU (instructions for use). Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Catalog # and lot# are unknown, but the tulip filter manufactured/inspected according to specifications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
The patient received a gunther tulip filter on (B)(6) 2006 at an unnamed hospital in (B)(6). It is alleged that on (B)(6) 2006, patient was injured without further explanation (ivc filter becoming imbedded, tilting, migrating, fracturing, perforating, and/or otherwise becoming irretrievable). Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.